Manufacturer narrative:
(B)(4) date sent: 11/30/2016. Additional information was requested and the following was obtained: what were the indications for surgery? Rectosigmoid. Who fired the device? What is his/her experience with firing the device? The surgeon's assistant fired the product and she has experience. What confirmation was received that the firing stroke was complete? Hearing feedback. Where in the green range was the indicator located prior to firing? Totally tight. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. They were intact. Was the washer inspected? If so, please describe. No. Is the colostomy temporary or permanent? Temporary. Were any other stapling devices used in the procedure? Yes. A linear cutting stapler. How was purse string created? Manually with thread. Were there any staples present? If so, please describe shape of staples. Yes, they open. What is the current patient status? The patient is well / ok.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device? What is his/her experience with firing the device? What confirmation was received that the firing stroke was complete? Where in the green range was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Is the colostomy temporary or permanent? Were any other stapling devices used in the procedure? How was purse string created? Were there any staples present? If so, please describe shape of staples. What is the current patient status?

Event description:
It was reported that during a partial colectomy procedure, the suture performed with the product opened completely after the stapling. It was made a manual suture of the rectum and it was not possible to perform the reconstruction of the traffic. The patient was maintained colostomized. Another like device was used to complete the procedure.